Manufacturer narrative:
Product event #700171879 evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Coag does not work when pressing blade handpiece button and it was found that red wire (coag switch) in the internal monopolar cable harness was reading open circuit. After replacing monopolar cable harness the unit delivered rf energy correctly into fixed resistors. Error log: no errors. Root cause: the red wire in the monopolar cable harness was found to be in open-circuit for unknown reasons. (B)(4).

Manufacturer narrative:
(B)(4). Eval method: product scheduled for return but not received by manufacturer for inspection. Results and conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Event description:
Pulsar ii generator failed to coag. Same issue occurred upon opening a second device so surgery was completed by switching to electrocautery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pulsar ii generator failed to coag. Same issue occurred upon opening a second device so surgery was completed by switching to electrocautery.